Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the product has experienced pain and discomfort in her vagina, abdomen and pelvis in addition to being unable to urinate; she also experienced ongoing infections and severe pain while walking, permanent debilitating injuries, incontinence and prolapse.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced poor voiding ability, frequency, poor urinary control at night with urgency, urinary tract infections, occasional dysuria, chronic pelvic pain, pain in legs, inner groin, hips, coccyx, buttocks, increased abdominal pain, heavier bleeding, longer flow with periods, brain injury (2003), hypersensitive to pain from any irritant, sonohysterogram, trial of lyrica, tenderness, inflamed vaginal glands was ordered prescription topical creams, debilitating pain which causes her to stay in bed most of the time and decreased sexually active, because of the pain. Patient had mesh removed and a suprapubic catheter was placed ((B)(6) 2015).